Manufacturer narrative:
Concomitant devices: chevalier universal, fmd guidewire; saber pta catheter, and an unknown stent. Complaint conclusion: the balloon of a saber rx 8x40mm 155cm percutaneous transluminal angioplasty (pta) catheter ruptured at approximately six atmospheres (6 atm). The patient had sufficient blood flow and the procedure was completed. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the left common iliac artery and an in-stent restenosis of an unknown stent. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally. The contrast media, contrast ratio, and brand indeflation device were unknown. A contralateral approach was made from the left femoral artery to the lesion. A non-cordis guide wire crossed the lesion, and a saber pta balloon catheter was inflated in the lesion. It is unknown if there was any difficulty getting the guidewire to cross the lesion. Then, another saber pta catheter (8x40mm) was inserted into the patient. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. It was inflated at the lesion, however it ruptured at approximately 6 atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). However, after removal, the lesion had sufficient blood flow. The procedure was finished successfully. The device was not returned for analysis. A device history record (DHR) review of lot 17404104 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics (in-stent restenosis) may have contributed to the reported event. According to the instructions for use ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the balloon of a saber rx 8x40mm 155cm percutaneous transluminal angioplasty (pta) catheter ruptured at approximately six atmospheres (6 atm). The patient had sufficient blood flow and the procedure was completed. There was no reported patient injury. The device will not be returned for analysis. The patient¿s information was unknown. The target lesion was the left common iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally. The contrast media, contrast ratio, and brand indeflation device were unknown. A contralateral approach was made from the left femoral artery to the in-stent restenosic lesion of an unknown stent. A non-cordis guide wire crossed the lesion, and a saber pta balloon catheter was inflated in the lesion. It is unknown if there was any difficulty getting the guidewire to cross the lesion. Then, another saber pta catheter (8x40mm) was inserted into the patient. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. It was inflated at the lesion, however it ruptured at approximately 6 atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture.  It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). However, after removal, the lesion had sufficient blood flow. The procedure was finished successfully. There was no reported patient injury. The product was clinically used.